Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed pump supplies to address the issue and resumed insulin delivery. Customer blood glucose was 300 - 400 mg/dl range during occlusion alarms.